Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited a decrease in sensing and impedance measurements. X-ray imaging confirmed dislodgement of the lead. Consequently, it was repositioned and after this intervention, optimal electrical measurements were identified. No additional adverse patient effects were reported. The lead remains implanted and in service.